Manufacturer narrative:
(B)(4). Additional information received from a caregiver. On (B)(6) 2012, the patient again experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, they found germs in patient's lungs. Treatment was not reported. On an unreported date, pd therapy was withdrawn. Cause of peritonitis was not reported. The patient was still in hospital at the time of this report. The patient was recovering from this peritonitis event. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment for the event was not reported. On (B)(6) 2012 the patient was discharged from the hospital. The patient was recovering from this peritonitis event. Upon contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12d09066, h12e03041, h12e21068 and h12g23052. No exceptions were observed that were related to the reported condition.